Event description:
The customer obtained negatively biased phyt qc results on the vitros 360 chemistry system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event. The report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
The investigation determined that vitros 360 was operating as intended. The root cause of the negatively biased qc results was user error due when replacing the immunowash fluid tip while performing routine maintenance procedures. Repeating routine maintenance on the immunowash module produced acceptable qc results.